Event description:
A malfunction alarm on the pump was reported during the pumping process. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, but the cartridge alarm reoccurred, and the pump was not replaced due to being out of warranty.